Event description:
It was reported that an unspecified sensor connection issue occurred. The sensor was inserted into the abdomen. The product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a an unspecified sensor connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).